Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection could not confirm the complainant's experience of metal supports detachment as the metal supports were inside the tube correctly connected the actuator, with no visual non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Name of procedure being performed: unk. Detailed description of event: the cd001 was placed through the trocar, the actuator was compressed to deploy the bag. As the bag began to deploy, the prongs that support the bag separated from the device. The metal prongs were located and removed from the patient. A new cd001 was opened and used effectively. Following the removal of the cd001, the staff deliberately snapped the handle of the device. This did not occur during the procedure. Additional information received via email from applied medical representative on 21 december 2021: this is a tricky one as the customer at the time was adamant that it was the metal prongs that detached. I even got them to reconfirm this information. It is extremely unlikely that they reassembled the device. I will continue to attempt to make contact with customer. I will probe deeper to see if it was just the bag that separated off the prongs. I will question to see if they assumed that the prongs are still attached within the bag when it was displaced. Patient status: no patient injury. Type of intervention: the metal prongs were located and removed from the patient.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unk. Detailed description of event: the cd001 was placed through the trocar, the actuator was compressed to deploy the bag. As the bag began to deploy, the prongs that support the bag separated from the device. The metal prongs were located and removed from the patient. A new cd001 was opened and used effectively. Following the removal of the cd001, the staff deliberately snapped the handle of the device. This did not occur during the procedure. Patient status: no patient injury. Intervention: the metal prongs were located and removed from the patient.